Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the fundoplication laparoscopic procedure of the stomach, the device had difficulty to toggle, load and unload. The needle with suture fell from the jaws of the device on patient¿s cavity. The needle and suture was easily retrieved without extending procedural time. A new device was opened and used to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.